Event description:
The patient was implanted with a bi-ventricular assist device (bi-vad). It was reported by the vad coordinator that, the patient experienced rvan occlusion alarms and was admitted to the hospital. The next day, a CT scan revealed a thrombus in the outflow graft of the pump, as well as air in both the outflow graft lumen and outside the graft in the chest gravity. In addition, it was reproted, that dried blood was observed in the pneumatic drive of the pump. The pump was successfully explanted the same day.

Manufacturer narrative:
The device was returned to the manufacturer and is currently being analyzed. No further information is available at this time.